Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was able to duplicate reported issue. The service technician replaced missing screw from oxygen blender and corrected the oxygen leak.

Event description:
The customer reported model palmtop ventilator revel has an oxygen leak. At this time it is unknown if there was patient involvement or if there are any allegation of patient injury or harm.